Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. 12420991(valid) / 681140 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error " endomelrial ablation using thermachoice was performed at time of essure insertion". The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2008), spontaneous abortion, acute renal failure, pseudotumor cerebri and thrombotic thrombocytopenic purpura. Previously administered products included for birth control: depo-provera from 13-aug-2009 to 24-feb-2010. Concurrent conditions included tubal ligation and morbid obesity. Concomitant products included buspirone since september 2017, carvedilol since november 2017, diazepam since september 2017, enalapril since november 2017, oxycocet (percocet) since september 2017, pregabalin (lyrica) since june 2016 and quetiapine (seroquel) since september 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("prolonged and abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /. Dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue / fatigue"), genital haemorrhage (seriousness criterion medically significant), rash papular ("rashes or skin conditions type: red with bumps all over stomach"), nausea ("nausea"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), back pain ("severe back pain even when not menstruating"), dysgeusia ("metallic taste in mouth"), rash pruritic ("topical rashes and itching of/on the face, abdomen, and pelvic region"), vaginal infection ("vaginal infections") with vaginal discharge, weight increased ("weight gain / weight gain"), ovarian cyst ("ovarian cysts"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, both essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal infection, fatigue, weight increased, ovarian cyst, anxiety, depression, genital haemorrhage, urinary tract infection, headache, rash papular, nausea, allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, ovarian cyst, pelvic pain, rash papular, rash pruritic, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. It was mentioned in her medical records that the contarceptive method used by patient was essure devices and tubal ligation. The patient underwent laparoscopy on (B)(6) 2013 and total abdominal hysterectomy in feb-2014. The post operative diagnosis of laparoscopic procedure was right ovarian cyst, right paratubal ovarian cyst, mild to moderate pelvic congestive syndrome, menometrorrhagia, dyspareunia and dysmenorrhea and pelvic cramping with history of pseudoturnor cerebri. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight 305.00 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, pelvic pain, abdominal pain lower, dysmenorrhea, and dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complain. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. 12420991-valid/681140-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endomelrial ablation using thermachoice was performed at time of essure insertion" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (B)(6) 2007 and (B)(6) 2008 spontaneous abortion, acute renal failure, pseudotumor cerebri, thrombotic thrombocytopenic purpura, depression and hypertension. Previously administered products included for birth control: depo-provera from 13-aug-2009 to 24-feb-2010. Concurrent conditions included tubal ligation and morbid obesity. Concomitant products included buspirone since september 2017, carvedilol since november 2017, diazepam since september 2017, enalapril since november 2017, oxycocet (percocet) since september 2017, pregabalin (lyrica) since june 2016 and quetiapine (seroquel) since september 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and headache ("headaches"). On (B)(6) 2010 the patient experienced dysmenorrhoea ("prolonged and abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /. Dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue / fatigue"), genital haemorrhage (seriousness criterion medically significant), rash papular ("rashes or skin conditions type: red with bumps all over stomach"), nausea ("nausea"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), back pain ("severe back pain even when not menstruating"), dysgeusia ("metallic taste in mouth"), rash pruritic ("topical rashes and itching of/on the face, abdomen, and pelvic region"), vaginal infection ("vaginal infections") with vaginal discharge, weight increased ("weight gain / weight gain"), ovarian cyst ("ovarian cysts"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, both essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal infection, fatigue, weight increased, ovarian cyst, anxiety, depression, genital haemorrhage, urinary tract infection, headache, nausea, allergy to metals and alopecia outcome was unknown and the rash papular had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, ovarian cyst, pelvic pain, rash papular, rash pruritic, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. It was mentioned in her medical records that the contarceptive method used by patient was essure devices and tubal ligation. The patient underwent laparoscopy on (B)(6) 2013 and total abdominal hysterectomy in feb-2014. The post operative diagnosis of laparoscopic procedure was right ovarian cyst, right paratubal ovarian cyst, mild to moderate pelvic congestive syndrome, menometrorrhagia, dyspareunia and dysmenorrhea and pelvic cramping with history of pseudoturnor cerebri. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight 305.00 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, pelvic pain, abdominal pain lower, dysmenorrhea, and dyspareunia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Event outcome updated. Historical & concomitant conditions drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in an adult female patient who had essure (batch no. 12420991 / 581140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error " endomelrial ablation using thermachoice was performed at time of essure insertion". The patient's past medical history included multigravida, parity 2 and spontaneous abortion. Concurrent conditions included tubal ligation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("prolonged and abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), back pain ("severe back pain even when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), rash pruritic ("topical rashes and itching of/on the face, abdomen, and pelvic region"), vaginal infection ("vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, both essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal infection, fatigue, weight increased, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, migraine, ovarian cyst, pelvic pain, rash pruritic, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. It was mentioned in her medical records that the contarceptive method used by patient was essure devices and tubal ligation. The patient underwent laparoscopy on (B)(6) 2013 and total abdominal hysterectomy in (B)(6) 2014. The post operative diagnosis of laparoscopic procedure was right ovarian cyst, right paratubal ovarian cyst, mild to moderate pelvic congestive syndrome, menometrorrhagia, dyspareunia and dysmenorrhea and pelvic cramping with history of pseudoturnor cerebri. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, pelvic pain, abdominal pain lower, dysmenorrhea, and dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records of patient was received. The essure lot number was provided: 12420991/ 581140the following events were added: endomelrial ablation using thermachoice was performed at time of essure insertion. Medical history was provided and date of essure removal was also updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. 12420991 / 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error " endomelrial ablation using thermachoice was performed at time of essure insertion". The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2008), spontaneous abortion, acute renal failure, pseudotumor cerebri and thrombotic thrombocytopenic purpura. Previously administered products included for birth control: depo-provera from (B)(6) 2009 to (B)(6) -2010. Concurrent conditions included tubal ligation and obesity. Concomitant products included buspirone since (B)(6) 2017, carvedilol since (B)(6) 2017, diazepam since (B)(6) 2017, enalapril since (B)(6) 2017, oxycocet (percocet) since (B)(6) 2017, pregabalin (lyrica) since (B)(6) 2016 and quetiapine (seroquel) since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 010, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("prolonged and abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /. Dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue / fatigue"), genital haemorrhage (seriousness criterion medically significant), rash papular ("rashes or skin conditions type: red with bumps all over stomach"), nausea ("nausea"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), back pain ("severe back pain even when not menstruating"), dysgeusia ("metallic taste in mouth"), rash pruritic ("topical rashes and itching of/on the face, abdomen, and pelvic region"), vaginal infection ("vaginal infections") with vaginal discharge, weight increased ("weight gain / weight gain"), ovarian cyst ("ovarian cysts"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, both essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal infection, fatigue, weight increased, ovarian cyst, anxiety, depression, genital haemorrhage, urinary tract infection, headache, rash papular, nausea, allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, ovarian cyst, pelvic pain, rash papular, rash pruritic, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. It was mentioned in her medical records that the contarceptive method used by patient was essure devices and tubal ligation. The patient underwent laparoscopy on (B)(6) 2013 and total abdominal hysterectomy in (B)(6) 2014. The post operative diagnosis of laparoscopic procedure was right ovarian cyst, right paratubal ovarian cyst, mild to moderate pelvic congestive syndrome, menometrorrhagia, dyspareunia and dysmenorrhea and pelvic cramping with history of pseudoturnor cerebri. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight 305.00 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, pelvic pain, abdominal pain lower, dysmenorrhea, and dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: events - "abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: urinary tract infections, headaches, rashes or skin conditions type: red with bumps all over stomach, nausea, nickel allergy, hair loss", reporter, historical condition, concomittant drug, lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("prolonged and abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), back pain ("severe back pain even when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), rash pruritic ("topical rashes and itching of/on the face, abdomen, and pelvic region"), vaginal infection ("vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, both essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal infection, fatigue, weight increased, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, migraine, ovarian cyst, pelvic pain, rash pruritic, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.